Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was reported that the patient was scheduled to be seen in clinic on a future date. Boston scientific technical services (ts) discussed troubleshooting options in addition to the option of increasing the remote home monitoring alert value and monitoring. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was reported that the patient was scheduled to be seen in clinic on a future date. Boston scientific technical services (ts) discussed troubleshooting options in addition to the option of increasing the remote home monitoring alert value and monitoring. No adverse patient effects were reported. This product remains in service